Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot number 73e1500058 investigation did not show issues related to the complaint. The device has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: during the positioning of the clips by the surgeon, the clips did not hold and fell as soon as they reached the jaws of the applier. The patient's condition was reported as fine.